Event description:
It was reported that a 48-year-old female patient underwent primary breast augmentation with 215cc mentor memorygel breast implant on both sides and experienced breast implant rupture on her right side postoperatively; diagnosed in the office via scan. On november 20, 2024, mentor became aware that the date of surgery is on (B)(6) 2024. On january 21, 2025, the mentor failure analysis lab received two devices for evaluation, it cannot be determined which device is the suspect medical device for the reported rupture since both had same lot number on them, both devices were found damaged per analysis findings on february 7, 2025. Hence, this report is being submitted for the second left side ruptured device received.

Manufacturer narrative:
Device evaluation summary: according to the information received, no product quality issues were reported for the device received. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned device revealed that the sm mod classic gel, 215cc breast implant was found to have a tear on the posterior view measuring approximately 1.9 cm. Additionally, an area of shell abrasion was observed on the edges of the tear. These findings are consistent with normal wear of the device. Shell abrasion suggests in-vivo folding or creasing of the device, which may be caused by continuous and sustained stresses to the device, such as an excessively small breast pocket or the folding or wrinkling of the shell within the breast pocket. In some cases, breast implants may also experience normal wear over time. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria and that normal wear may have caused the observed defect. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Reason for device explant and/or reoperation: no problem reported however, was found ruptured upon investigation mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).